Event description:
Report received from the USA stating that there was a "hole in the hose" of the device. The device was being used during surgery. The specific case or type of surgery was unk to the reporter. There was a five minute delay in the surgery and another device was easily accessible. There were no pt or user injuries. There was no medical intervention. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicate this was due to usage wear over time. The event was confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).